Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump had an unresponsive button. The customer stated that the up button was unresponsive. The customer also mentioned that they received a no delivery alarm but that it did not appear on the screen. Nothing further reported. Advised that a replacement insulin pump would be sent.

Manufacturer narrative:
The insulin pump was received with no button response due to open connector on lcd board. Unable to confirm excessive no delivery alarms due to keypad anomaly. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during our visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.